Event description:
Same case as MDR ID #: 2134265-2014-03345 and 2134265-2014-03346. It was reported that balloon rupture occurred. Three unspecified size mustang pta balloon dilatation catheters were used in an unspecified target vessel. However, all three balloons ruptured at an unknown inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID #: 2134265-2014-03345 and 2134265-2014-03346. It was reported that balloon rupture occurred. Three unspecified size mustang pta balloon dilatation catheters were used in an unspecified target vessel. However, all three balloons ruptured at an unknown inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected: upn corrected from unk696 to h74939171080670. Device lot number corrected from unknown to 0016321204. Device expiration date corrected from unknown to 08/19/2016. Device manufactured date corrected from unknown to 08/21/2013. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 21mm distal to the distal edge of the proximal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-03345 and 2134265-2014-03346. It was reported that balloon rupture occurred. Three unspecified size mustang pta balloon dilatation catheters were used in an unspecified target vessel. However, all three balloons ruptured at an unknown inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).